Manufacturer narrative:
7/24/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The exact manufacturing site could not be determined as the production lot is unk.

Event description:
During an inguinal hernia procedure, the staples were missing. No patient injury was reported.